Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the insulin pump alarmed "replace battery now". The customer's blood glucose reading was unknown. During troubleshooting, the customer's insulin pump was found to have a frozen display. Customer was instructed to inspect the battery compartment, and troubleshooting found neither damage or corrosion. The customer was advised to call the hospital for any further assistance. The device will not be returned.